Event description:
On the initial report on (B)(6) 2024, the consumer stated that she used the product on a cut on her arms. She went to the doctor on july 04. They washed the pad with sterile water, as the pad was stuck to the wound, causing it to bleed. The doctor recommended not using the product again. On the completed cir received from the consumer on (B)(6) 2024, the consumer stated that the product was stuck to her injury. She required treatment from a doctor because the product kept sticking to the injury and caused bleeding when she tried to take it off.

Manufacturer narrative:
As of 10/28/2024 no lot or returned product were provided therefore manufacturer is unable to perform an investigation. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. The following sections were updated: b5, b6, and g6. As of 12/16/2024 the lab report was received for returned product. The absorbency results on the samples were within range of specification m-242, rev.02. The c of a is reviewed with every shipment of pad to ensure it meets specification requirements. The following sections were updated: b6, d4,g6,h4,h6. As of 12/23/2024 manufacturer evaluated retained samples of the same lot reported with no defects noted. The following sections were updated: b6, g6, h3 and h6. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report on 09/04/2024, the consumer stated that she used the product on a cut on her arms. She went to the doctor on (B)(6). They washed the pad with sterile water, as the pad was stuck to the wound, causing it to bleed. The doctor recommended not using the product again. On the completed cir received from the consumer on 09/30/2024, the consumer stated that the product was stuck to her injury. She required treatment from a doctor because the product kept sticking to the injury and caused bleeding when she tried to take it off.

Manufacturer narrative:
As of 10/28/2024, no lot or returned product were provided therefore manufacturer is unable to perform an investigation. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Manufacturer narrative:
As of 10/01/2024, the manufacturer has not finished their investigation. Aso reviewed records of biocompatibility tests, and no issues were noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report on 09/04/2024, the consumer stated that she used the product on a cut on her arms. She went to the doctor on (B)(6). They washed the pad with sterile water, as the pad was stuck to the wound, causing it to bleed. The doctor recommended not using the product again.

Event description:
On the initial report on (B)(6) 2024, the consumer stated that she used the product on a cut on her arms. She went to the doctor on july 04. They washed the pad with sterile water, as the pad was stuck to the wound, causing it to bleed. The doctor recommended not using the product again. On the completed cir received from the consumer on 09/30/2024, the consumer stated that the product was stuck to her injury. She required treatment from a doctor because the product kept sticking to the injury and caused bleeding when she tried to take it off.

Manufacturer narrative:
As of 10/28/2024 no lot or returned product were provided therefore manufacturer is unable to perform an investigation. Aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. As of 12/16/2024 the lab report was received for returned product. The absorbency results on the samples were within range of specification m-242, rev.02. The c of a is reviewed with every shipment of pad to ensure it meets specification requirements. UDI notes: the expiry date is not present on the device label.